Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of their insulin pump having a blank display. The customer states their device shut off completely. The customer's blood glucose level was 287mg/dl. Troubleshooting was conducted. The customer disconnected, and troubleshoot was not completed. Nothing is being returned at this time.